Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this ra lead is fractured. The physician believes this is due to the patient playing golf. The impedances are greater than 2500 ohms. The physician was unable to access the vein so the case was abandoned.